Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m166091 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m166091, test base part number 190-430 / lot m166091. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166091 showed that the complaint rate is 0.01%.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested dry flocked swab. The ID now covid-19 assay was performed when the patient presented at the emergency room for abdominal pain - obstruction. Repeat testing was performed generating negative results. Confirmation testing was performed with pcr using nasopharyngeal /oropharyngeal swab in vtm generated negative results. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested dry flocked swab. The ID now covid-19 assay was performed when the patient presented at the emergency room for abdominal pain - obstruction. Repeat testing was performed generating negative results. Confirmation testing was performed with pcr using nasopharyngeal /oropharyngeal swab in vtm generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m166091 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m166091, test base part number 190-430 / lot m166091. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166091 showed that the complaint rate is (B)(4).